Manufacturer narrative:
Device history records review was completed for part: 03.111.021, lot: t956248. Manufacturing location: (B)(4), release to warehouse date: mar 07, 2011. A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. The relevant raw material certificate was reviewed and the used raw material was according to the specification of the device. No non conformance reports were generated during the production of this device. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a small screw on the compression/distraction instrument is broken. Issue was discovered on unknown date. There was no patient or surgical involvement. This report is for one (1) compression/distraction instrument. This is report 1 of 1 for (B)(4).